Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the rotawire was moving together with the burr. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.25mm rotalink¿ plus was selected for use. During procedure, after the first ablation, it was noted that the rotawire moved together with the burr. Both devices were removed as a system and a new rotawire was then advanced. It was observed that the same issue occurred. The rotalink plus was consequently removed and replaced with another of the same device. The procedure was then completed. No patient complications were reported and the patient's status was stable.